Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Results: one customer sample was returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5309673 conclusion: visual inspection of the customer sample found the protector assembled on the needle. Could not confirm complaint.

Event description:
It was reported that bd vacutainer® push button blood collection set with pre-attached holder needle protection cap was loose and fell off when the customer opened the package. This would result in the user getting a clean needlestick. This has occurred a few times according to the customer, but couldn't give an exact number. No medical intervention reported.